Event description:
It was reported that patient presented for implant procedure. During the procedure it was noted that the lead helix was failing to retract. The procedure was completed using a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extended. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.